Event description:
It was reported that after positioning th eintroducer catheter into the pt's vessel and attaching the delivery system, the filter legs got stuck inside the introducer sheath at the hub area when attempting deployment. The sheath was cut below the filter to enable placement of a guidewire to maintain the entry site and then the sheath was removed. The entire system was replaced with another of the same make to complete the procedure. No further complications were reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.